Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip broke at 104,000 joules. Also, it was reported that all pieces of the fiber were retrieved. No patient injury was reported.